Event description:
The hospital reported that during an endoscopic vessel harvesting procedure after cutting several branches, vasoview hemopro 2 metal portion of the jaws had separated from the outer coating. The harvesting tool was inserted with the jaws closed and with the tips up. Due to this defect, the device was deemed unsafe for use and was immediately removed from the surgical field. A new device was opened to complete the procedure with no other issues. There was a procedural delay. No injuries occurred due to the defect and no parts of the device were lost.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/31/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the tip of the hot metal jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed and the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000378288 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.